Manufacturer narrative:
The investigation, including root cause determination is in progress.

Event description:
Reporter reports, a patient with topographically-observed "central islands" (corneal irregularities) following a custom myopia with astigmatism laser procedure. This report is for the left eye. The right eye is being submitted under MFR# 1061857-2007-00477. Patient records that do not indicate an injury for the left eye. Target for the left eye was plano. At 6.25 months post-op, sphere +.25 diopter and the left eye exhibited -1.50 diopter of residual astigmatism. The residual astigmatism does not appear to have an adverse effect on the patient's visual acuity; bcva in the left eye was 20/20-2 and ucva had improved from 20/200 to 20/30+1. Surface irregularities associated with laser refractive surgery can interfere with vision. Some irregularities spontaneously resolve after several months. Patients with persisting irregularities may be treated with alternative methods including spectacle correction, contact lens correction or surgery.